Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 3776-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient . (B)(4).

Event description:
It was reported that the patient was getting good therapy. Electrode impedances were between 395ohms-833ohms. There were multiple electrodes on each group. Recharge interval for group b was about 1.25 days. A1 had impedances of 193 ohms and b1 had impedances of 209. Manufacturing representative changed programming.